Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the sureform 60 stapler instrument had broken fibers at the tip. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.